Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the peritonitis and another medical condition. The cause and treatment of the peritonitis was not reported. The patient was reported to be recovering from the event. Pd therapies were maintained. No additional information is available.